Event description:
A malfunction alarm was reported by the customer, displaying malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Technical support provided pump reset information; however, the customer was unable to reset the pump immediately due to a lack of charging supplies and relied on multiple daily injections (mdi) until they could return home. Follow-up was planned to confirm if the pump reset successfully cleared the malfunction code. Upon follow-up patient confirmed troubleshooting is no longer needed. Patient states pump has already been replaced.